Event description:
Customer reported that everytime he changes his infusion set and reservoir, his reservoir is only 3/4 full. Customer was being assisted by his father as he stated he is blind. Customer kept mentioning that the reservoir plunger is shorter than it used to be. Attempt to troubleshoot was made but customer is unable to read the insulin pump and the father did not speak english and had difficulty explaining the issue. Customer requested a company representative to go to his house to help. Customer was instructed that he should go to his doctor for assistance and the company representative could meet him there. Customer was upset and hung up. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.